Event description:
The welch allyn connex 7500 vital signs machines cannot be programmed to automatically clear data after a certain time period which may result in user error documentation in electronic health record of incorrect vital signs. FDA safety report ID# (B)(4).